Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture was noted on the left ventricular (lv) lead. The lv lead was deactivated and the device was reprogrammed. The patient was stable with no consequences.